Event description:
It was reported that an alarm issue occurred, beginning with alarm 2 followed by alarm 26, and a recurring occlusion alarm was observed. There was no adverse impact to the customer¿s blood glucose level, as reported levels remained below critical thresholds. The customer, assisted by technical support, took several corrective actions including disconnecting tubing and delivering multiple bolus attempts to resolve the occlusion issue. Technical support guided the customer through removing the cartridge and checking for damage, filling and loading a new cartridge, and changing supplies as necessary, after which insulin therapy was resumed.